Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose and insulin pump had did not deliver insulin. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not show no delivery alert. The device will not be returned for analysis.